Event description:
During an infusion on the small lumen side of dual catheter, the infusion device alarmed distal occlusion. After flushing and checking blood return the clinician noted leaking on the white line. Tubing clamped and repair performed on white line and infusion continued. A few days later while changing cap on the red large lumen and flushing, the line burst distal to the catheter bifurcation and sprayed saline onto the patient through the hole in the line. Rn clamped the line distal to the leak and notified md. Md ordered line to remain clamped and to obtain peripheral intravenous line access until central line replacement. Patient being monitored with no additional incidents. Line retrieved and sent to biomedical for reporting. Manufacturer response for dual lumen hickman catheter, broviac (per site reporter): manufacturer requesting catheter to be sent back for evaluation.